Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm1) was analyzed, and the reported issue was not confirmed or replicated. A review of system logs found no data to indicate that a fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing passed within specification. Once testing was completed, all searchlight, cva, and hall sensor assemblies were inspected, but no faults could be identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse checked error logs and found no error related to universal surgical manipulator (usm1). Fse replaced the usm proactively. The system was tested and verified as ready for use. The complaint was not confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the usm1. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer indicated that the universal surgical manipulator (usm1) had an issue. The team undocked usm1and restarted the system. The customer requested a video call; however, the intuitive surgical, inc. (Isi) field service engineer (fse) explained that this functionality was not available. There was no onsite connection at the time of the call, and it is currently unknown how the procedure proceeded. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was universal surgical manipulator (usm1) was stuck and later worked fine. The case was completed after restarting the system.

Event description:
Refer to h11 for follow-up information.